Event description:
It was reported that the patient's omnipod personal diabetes manager pdm was plugged in to charge, the patient noted the device was hot to the touch, he unplugged the device and it would not power on. No injury or property damage occurred as a result of the event. The device will be returned for evaluation. After the device has been investigated, the complaint shall be updated and a supplemental report filed as appropriate.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.